Event description:
The customer stated that the tip of the lasso catheter was partially detached. It was reported that there was no patient injury and no medical intervention was required.

Manufacturer narrative:
On receipt of the product, the visual analysis determined that the catheter was damaged between the tip lumen and the shaft. The visual test confirmed that the polyimide stiffener was no longer attached to the proximal end of the tip lumen and was sliding down into the shaft about 1mm causing weakness in the transition area. Visual inspection for the pu showed that it was sufficient at the distal end of the polyimide stiffener. This failure was addressed with operations for workmanship.